Event description:
Caller alleged imprecision results with inratio. Results as follows: 08/14/06 first test inr = 1.0, second test inr = 1.8, third test inr = 1.9.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060127: 08/14/06 first test inr = 1.0, second test inr = 1.8, third test inr = 1.9, mean = 1.56; sd = 0.49; %cv = 31%. The %cv is greater than 20%. Per internal procedure the precision failed the criteria for precision. Products will be investigated.